Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room after experiencing chest pain. A CT scan indicated that the rv lead had perforated the apex of the heart, and pericardial effusion was observed. The physician repaired the right ventricle and pericardiocentesis was performed. The lead was explanted and replaced. The patient was doing fine post procedure.